Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call, the insulin pump alarmed failed battery test. Customer was advised how to clear the alarm. The customer was blood glucose was not provided. Troubleshooting was performed and the alarm reoccurred when the customer inserted a new battery. The customer was also having issues with the act button on the device. Stated it had intermittent response. The device was not dropped or exposed to moisture. The customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Currently the device is not returning for analysis.